Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the surgeon was using the device when it became extremely hot to touch at the base. It was also reported that his top glove melted at base and caused significant discomfort to the surgeons hand and an ice pack was applied to relieve the discomfort. It was also noted that the drill had an audible rattle. It was reported there was no injury to the patient and the surgeon switched to another available drill in the room to complete the case.